Event description:
Handpiece of pdrive drill stopped working during testing prior to be used on patient. Troubleshooting did not solve the device's malfunction. A new device was obtained, and procedure continued without incident. Stryker field representative picked up the faulty device.